Manufacturer narrative:
Upon further review of the risk assessment for blood urea nitrogen, this event is not reportable. Upon further review of the risk assessment for blood urea nitrogen, this event is not reportable.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mix-bar detergent valve (v10, part number mw0141) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false low calcium (ca) and blood urea nitrogen (bun) patient results. There was no change in patient treatment in association with this event.